Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provide.

Event description:
It was reported that the device was explanted due to product performance issues. No additional adverse patient effects were reported.